Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident, however his low alert was set to 80 mg/dl but disabled as well as their no readings and signal loss alerts. The urgent low alert is fixed at 55 mg/dl. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes. At 11:27 pm on (B)(6) 2023, the patient's estimated glucose values (egvs) reached their low threshold, however since it was disabled he did not receive a low alert. At 11:53 pm with an egv value of 67 mg/dl the patient received their first urgent low soon alert at 66 percent volume. At 11:58 pm, the patient received a second urgent low soon alert at 66 percent volume. At 12:03 am on (B)(6) 2023, the patient received a third urgent low soon alert at full volume. Between 12:08 and 12:13 am the urgent low alert is at 66 percent volume. Between 12:18 and 2:38 am the patient continued to receive urgent low alerts at 100 percent volume. At 2:43 am the urgent low was cleared with an egv of 90 mg/dl. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On 11/03/2023, the patient¿s boyfriend woke up to find the patient having a seizure in bed. The patient¿s boyfriend went to look at the patient¿s cgm which was not providing any readings at that time (displaying ¿sensor error¿). The patient and her followers did not receive any cgm alerts. The patient¿s bg meter reading was low mg/dl. The patient¿s boyfriend called 911. Emergency medical services (ems) arrived and transported the patient to the hospital. The patient was treated with IV fluids containing sugar. The patient regained consciousness after treatment in the emergency room (ER). It is unclear how long the patient had not been receiving any cgm readings, but the cgm did not provide any readings during this event or while the patient was in the ER. The patient was still recovering at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.